Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during a clinical study, a serious adverse event occurred: patient embolus. The as reported event of patient embolus is a known and anticipated complications to these types of procedures and patient condition and is listed as such in the device directions for use. Also based upon medical review, the harms observed in these complaints are anticipated in nature as per the device risk assessment and does not require escalation to senior management. There was no indication of device malfunction or failure, therefore an assignable cause of anticipated procedural complication, will be assigned to the reported events.

Event description:
It was reported during the 1st treatment strategy from a thrombectomy procedure on the (B)(6) 2021, the patient suffered from an embolus in the same territory (distal embolization). Medication was administered and the event resolved with clinical sequalae on (B)(6) 2021. It was reported there was a probable relationship between the adverse event and the first treatment strategy. It was reported the adverse event was related to the thrombectomy procedure and the stroke (disease under study). No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during the 1st treatment strategy from a thrombectomy procedure on the (B)(6) 2021, the patient suffered from an embolus in the same territory (distal embolization). Medication was administered and the event resolved with clinical sequalae on (B)(6) 2021. It was reported there was a probable relationship between the adverse event and the first treatment strategy. It was reported the adverse event was related to the thrombectomy procedure and the stroke (disease under study). No further information is available.